Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an "error" message and was unable to receive continuous glucose monitor data on the pump. Customer declined troubleshooting, ultimately, the customer was able to successfully start a new sensor session. No additional patient or event information was available. A root cause could not be determined.